Event description:
The patient was implanted at another medical center in detroit, mi with a vented electric left ventricular assist device (lvad). An echo showed possible inflow valve regurgitation and the patient had an infection. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.